Manufacturer narrative:
Medical devices continued: 694775 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a spike in impedance to infinite levels. Programming options were discussed but not confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, it was also reported that there were high impedances on the right atrial lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance had been steadily rising over the course of a year. It was also indicated that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.